Event description:
It was reported that during a biopsy procedure, the device allegedly fired without pressing the trigger. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a DHR and manufacturing review was not required as the event was determined to be unexpected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and was found to be in normal condition. The device was functionally tested and passed the test, however some 18g plastic needle parts were found in the device which doesn't have a effect on the function of the device identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device fires without pressing the trigger issue and the investigation is determined to be confirmed for the identified some 18g plastic needle parts were found in the device issue. The root cause for reported device fires without pressing the trigger issue cannot be determined as the problem could not be reproduced. The root cause for identified some 18g plastic needle parts were found in the device issue could not be determined based on the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the device allegedly fired without pressing the trigger. There was no reported patient injury.